Manufacturer narrative:
Follow-up # 2 ¿ (12/12/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 12/6/2013 and 12/9/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient¿s daughter contacted lifescan (lfs) alleging that the patient¿s one touch ultra 2 meter read inaccurately high. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the daughter on (B)(6) 2013. The reporter stated that the alleged inaccuracy began on (B)(6) 2013 at 2:37 pm when the reporter found her mom ¿unconscious¿. The reporter stated she tested the patient¿s blood glucose and obtained a result of ¿99 mg/dl¿ with the subject meter. The daughter stated she didn¿t think the result obtained was correct based on her mother¿s symptoms, so she retested her blood glucose on another device (freestyle lite) and obtained a result of ¿60 mg/dl¿, performed within 30 minutes from each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. The patient manages her diabetes with insulin (lantus & humalog). The reporter immediately treated her mom with a ¿glucagon shot¿ and stated her mother became conscious 10 minutes later. The reporter confirmed that her mother began to feel better ¿a couple hours¿ afterwards. At the time of the follow-up call, the reporter informed the mss that the patient tests her blood glucose 5-8 times a day and that she adjusts her insulin doses based on her blood glucose results. The reporter stated that the patient last tested with the subject meter around ¿11-11:30 am¿ earlier that day. The reporter does not recall the result obtained at that time; however, she stated it was higher than normal. The reporter stated her mother took her usual dose of insulin (unknown dosage) in response to the result she obtained at the time. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. Although it is not clear what the blood glucose results were prior to the onset of the symptoms, the reporter stated the result obtained was ¿higher than normal¿ and that the patient administered treatment based on the result obtained, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (11/26/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 11/19/2013 and 11/21/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.